Manufacturer narrative:
A trumpf medical service technician inspected the lens covers at the user facilty and repaired the lamp head. The lens covers will be returned to trumpf medical for further analysis. A follow-up report will be submitted if new information becomes available.

Event description:
A user facility reported that the lens cover on a trumpf medical trulight lamp head was cracked and pieces were falling. There were no reports of any injuries or impact to a surgical procedure.